Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. H3 other text : not available

Event description:
A screw broke inside a patient's ilium, through the screw hole. Dr. Notified the patient and plans to leave it as is. We'd like follow-up regarding better technique and any clarification on the frequency of this.

Event description:
A screw broke inside a patient's ilium, through the screw hole. Dr. Notified the patient and plans to leave it as is. We'd like follow-up regarding better technique and any clarification on the frequency of this.

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving an unknown screw was reported. The event was confirmed. Method & results: -product evaluation and results: visual inspection: the reported device was not returned, but photographs were provided for review. Upon visual inspection of the provided images it was evident that the screw fractured off. Material analysis, functional, and dimensional inspections could not be performed as the device remains implanted -clinician review: no medical records were received for review with a clinical consultant. -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the screw fractured intra-op. The reported device was not returned, but photographs were provided for review. Upon visual inspection of the provided images it was evident that the screw fractured off. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.